Manufacturer narrative:
(B)(4).

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) patient had chronic oversensing of aflutter on the ventricular channel that was thought to be related to lead position near the valve. Technical services discussed that adjusting the sensitivity was really the only option short of a lead revision, as the patient doesn't require atrial pacing so there is no cross chamber blanking option. No inappropriate shocks had been delivered. The lead was subsequently surgically capped by another manufacturer. No additional adverse patient effects were reported.